Event description:
Per contact, during the procedure, the md exited the brush from the sheath to take the sample from the lower lobe or the patient's lung. There was no "communication" between the brush and the handle of the device and he could not get the sample or retract the brush into the sheath. He withdrew the scope coaxilly with the brush. Approximately six inches from the distal end of the brush the wire had broken off at the welded joint inside the sheath (not even break). The md was able to remove the complete brush from the patient because the sheath retained both sections. The scope was not retroflexed in the patient. The procedure was completed with another brush.